Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that patient presented with device that was unable to be interrogated. Patient recently had implanted a lvad. Multiple troubleshooting were performed but were unsuccessful. Device was explanted and replaced.

Manufacturer narrative:
The device interrogated using a programmer and communicated normally on the bench upon receipt. The cause for the reported field event of an inability to interrogate the device was due to the lvad interfering with the telemetry capabilities of the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.